Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was discovered to have a safety disk blood back issue.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was discovered to have a safety disk blood back issue. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.